Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a bruise under the lifevest. There was no alleged device malfunction. The patient's physician recommended that she remove the device a little bit each day to let the bruise heal. Follow-up indicated that the bruise was healing.